Event description:
Additional information was received indicating episodes of inappropriate shock continued to be observed. Upon interrogation of the device, a message was received noting an invalid reference template was detected on the device. Auto setup was then performed and a message indicating out-of-range signal amplitude was detected; the message was overridden and secondary sensing vector selected with a new reference template as it was the only remaining vector in which the patient had not received inappropriate therapy. Ts discussed additional programming considerations and system troubleshooting. The field representative later reported that the physician elected to continue monitoring the patient with the device programmed to secondary as it appeared effective in converting the patient¿s arrhythmia. An x-ray was also obtained to verify system placement noting it appeared consistent with implant images. No additional adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is july 21, 2015.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) provided inappropriate shocks for which the patient presented to the emergency department. Upon review of their system at that time several instances of inappropriate therapy in addition to untreated tachyarrhythmia episodes were noted; it was later noted that the untreated episodes were in fact inappropriately marked by the device ventricular tachycardia/fibrillation. The sensing vector programmed at the time was also noted to be less than ideal for optimal therapy. The s-ICD was programmed to use a different sensing vector pending additional follow-up. The field representative later reported the patient had experienced respiratory failure at implant shortly after defibrillation threshold testing was completed and CPR was performed over the electrode. Boston scientific technical services (ts) suggested several methods for assessing the electrode and advised obtaining an x-ray to determine if it remained in its original position. An x-ray was obtained at follow-up which was unremarkable and an alternate sensing vector manually programmed. The patient will continue to be monitored by the physician. No additional adverse patient effects were reported.